Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving high voltage shocks. Upon review of their implantable cardioverter defibrillator, the device was found in backup operation. The patient was stable. No further information was available.

Event description:
New information received on february 5, 2019 indicates that the patient's device had been reprogrammed to resolve it's backup status.